Event description:
An orsiro drug-eluting stent system was selected to treat a severely calcified lesion (98% stenosis degree) in a severe tortuous lcx. During introduction the stent got caught at the guideliner, became deformed and shifted back to the shaft of the delivery system.

Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned device revealed that the stent is severely deformed at both ends and located on the device shaft. The balloon shows clear signs of inflation. On the balloon surface stent imprints are visible, indicating that the stent was initially crimped between the x-ray markers. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause is most likely related to the extension cathheter whose dimensions do not meet the requirements specified in the corresponding IFU.